Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed preventative maintenance (pm) was due to the (air in line) ail. Replaced damaged ail sensor for failed pm. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/28/2017 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement was reported.